Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not turn on. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer would not power up. Power supply found out of electrical specification. Analysis also found the lower case was damaged and the system fan was noisy. System errors were found; the lem (link electronic module) printed circuit board assembly was reseated and recalibrated to resolve the error issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.